Event description:
Case description: investigation result: novopen® 5 batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, this case has been updated with the following. Investigation result added. Imdrf code added. Narrative updated accordingly. Final manufacturer's comment: 24-apr-2023: the suspected device novopen 5 has not been returned to novo nordisk for evaluation. Batch number of device is not available, no batch trend analysis performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 5. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". H3 continued: evaluation summary: novopen® 5 batch number: unknown. No investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Elevated blood glucose levels [blood glucose increased]. He could not use the memory function [device malfunction]. The novopen is more than 15 years old [device use issue]. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels(blood glucose increased)" with an unspecified onset date, "he could not use the memory function(device component malfunction)" with an unspecified onset date, "the novopen is more than 15 years old(device use beyond labeled duration)" with an unspecified onset date, and concerned a male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and body mass index was not mentioned. Medical history was not provided. On an unknown date , the patient could not use the memory function due to this experienced elevated blood glucose levels more than 600 mg/dl. During use of novopen 5. The novopen was more than 15 years old. Batch numbers: novopen 5: was requested. The outcome for the event "elevated blood glucose levels(blood glucose increased)" was not reported. The outcome for the event "he could not use the memory function(device component malfunction)" was not reported. The outcome for the event "the novopen is more than 15 years old(device use beyond labeled duration)" was unknown.